Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(6). (B)(4). S/w 4.11d. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Unit functioning properly during testing.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s current blood glucose was 600 mg/dl. Customer¿s blood glucose went high because their bolus was not delivered. Customer was treated with manual injection. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was returned for analysis.